Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler passed load cell verification. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Upon inspection, a defective inverter board was found with a blank display occurring on the front panel. The cycler was sent to rework and the front panel was replaced. The cycler was sent back and tested with a pre-accelerated stress test. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank. When the buttons on the cycler were pressed, audio was heard however the screen remains blank. The patient stated that they were no longer connected to the cycler. The power cord connections were tight as well. The cycler was rebooted but the screen continued to be blank. The patient was unsure where in treatment they were due to the blank screen. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual therapy. Upon follow up, the pdrn confirmed the patient completed treatment manually pending the replacement. There were no adverse events associated with the reported event. The cycler was returned to the manufacturer and upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.